Event description:
It was reported that the customer received an occlusion alarm while sleeping. Customer woke and blood glucose level was >600 mg/dl with diabetic ketoacidosis. Customer was hospitalized for three days and released. There was no permanent damage to the customer.

Manufacturer narrative:
The product has been received fro evaluation; however, evaluation is not yet complete. A follow-up report will be submitted.